Event description:
Dr. Concerned that angiojet (aj) xpeedior 100 (xf100) use caused hemoglobinuria, renal failure and need for dialysis. Lytics were given and pt had a recent mi and may have been having a heart attach at time of aj use. Dr. Said there was hemolyisis almost immediately after pressing on the aj footswitch. Per pmi director of scientific studies, followup with the dr., pt experienced gross macrohemoglobinuria immediately subsequent to xf100 treatment, while still in interventional lab and had subsequently progressed to complete, irreversible renal failure (pt no longer has urine output as of 07/07/2000). Dr. Used the aj in the ivc (by passing through the popliteal vein to the femoral vein to the ivc). Dr. Also ran the aj approx 600ml which is equivalent to 10 minutes. As of 7/10/2000, dr. States xf100 probably contributed to renal failure, not caused as he previously stated.